Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26043, tendril st 1888tc/58. It was reported that a patient presented for a routine generator change procedure. During the procedure, the physician discovered the right atrial (ra) and right ventricular (rv) leads had insulation breach. The ra and rv leads were capped and replaced. The patient was stable throughout.